Event description:
Patient reported 3 days after injection with jevederm ultra xc in the "region of eyes, on corner of the mouth and on cheekbones" they developed swelling, burning, itching, "bad irritation" and redness. Two days after symptom onset, patient made the decision to discontinue using a topical application of sunscreen which they had made use of prior, during and 2 days after injection and wash their face with mild soap. Patient additionally consulted an allergist who, per the patient, diagnosed the patient with "an allergic reaction" and reinforced the discontinuation of the sunscreen. Patient was additionally prescribed "drenison" ointment and "histamine." Patient was assessed by the injecting healthcare professional approximately 2.5 weeks after symptom onset. Patient was advised to continue the treatment prescribed by the allergist and additionally prescribed "poralamine" and "berlison." Additional information provided by the injecting healthcare professional confirmed an allergy was observed and that "anti-allergy treatment", comprised of the medications previously reported by the patient, was commenced. The healthcare professional stated that symptoms are ongoing; per the patient, symptoms are worsening.

Manufacturer narrative:
.